Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was suspected to be experiencing issues with the pump, described as a sticky pump. A surgical procedure was performed in which the pump was replaced with newer pump technology. There were no patient complications reported.